Event description:
During the evaluation of the device for the preventative maintenance, it was found that the main board and rear enclosure had a burnout, they were replaced to resolve the issue. The device was not in patient use at the time. The unit was checked overall, cleaned and functionally tested. The software version was upgraded to 1.10.03.